Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not hold charger, battery fault) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p2 and p4 pads were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective equipment. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not hold charge, battery fault) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p4 pad were loose. The cause of the non-functional battery pack is the loose busbar. Additionally, the battery pca and cells were contaminated. The root cause of the loose busbar cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment. Device manufacturer date: battery sn (B)(4) : 02/19/2020, battery sn (B)(4) : 02/19/2020.

Event description:
A us distributor reported that a patient was experiencing a battery fault and the patient's battery was unable to hold a charge.